Event description:
It was reported that four ems were used during a laparoscopic hernia repair. It was reported by the affiliate that the surgeon stated that the staples would not form correctly or fixate into tissue with mesh in place. Another ems was used to complete the case. There was no consequence to the patient.